Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Legal manufacturer¿s investigation. Device history records: due to the serial number of the device is unknown, the device history records for this device were reviewed for the past 6 months. And all records indicated that the product was manufactured according to all applicable procedures and met the final product release criteria. No abnormalities were found. Complaint history review: it is possible to infer the cause from the results of past similar investigate, therefore it was determined that an investigation using equipment with similar structure or similar device was unnecessary. Conclusion: the root cause could not be identified; however, the probe cracking could have been due to output while pressing only the tip of the probe strongly against the tissue, or output while gripping the tissue and twisting the scissors, or output that applied a load to the probe and caused it to break from the crack. The instructions for use (IFU) states the following guidelines: do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Tissue with strong force or do not twist or pull the probe up while grasping the tissue. When outputting ultrasonic waves, do not twist the insertion tube or turn the rotary knob while grasping hard or thick tissue. Doing so may increase the load on the probe and cause it to break or fall off, or the probe may interfere with internal parts and scratch the probe, leading to breakage or fall-off. Do not apply the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. It inside the body cavity. When outputting ultrasonic waves, if only the tip of the probe is strongly pressed against the tissue while outputting ultrasonic waves, the probe may interfere with internal parts, resulting in damage to the probe, which may lead to breakage or detachment. Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Tissue with strong force or do not twist or pull the probe up while grasping the tissue. Become too hot and break before the generator gives a warning lamp/sound. This product is intended for soft tissue. Do not output ultrasound while grasping hard tissue such as bone or calcified tissue, or metal clips or other surgical instruments (such as uterine manipulators) with the tip of the probe. The probe may become hot and break before the ultrasonic output warning indicator lights up or the warning sounds. When the probe is contaminated by carbonized the tissue, use a piece of moistened, soft gauze to remove the tissue. Into the body cavity during ultrasonic output. Use a soft object such as gauze to remove charred dirt from the tip of the probe. If you try to scrape it off with a hard object such as a scalpel blade, the tip of the probe will be scratched, and there is a risk that the probe will break and drop into the body cavity when ultrasonic waves are output.

Event description:
The olympus representative reported that during a therapeutic laparoscopic procedure, while the surgeon was using the sonosurg curved scissors, there was a problem with the first attempt to use the device. The surgeon then tried again with the curved scissors device, but the probe broke off and went into the patient. The part was removed from the patient. The procedure was completed without reports of patient harm. The device was discarded including the broken part. Related patient identifier: (B)(6) (t3905/ sonosurg curved scissors address the initial attempt)

Event description:
Additional information was received from the customer. The procedure was a laparoscopic cholecystectomy. During the procedure, the probe had twisted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. See updated sections b3, and b5.